Manufacturer narrative:
Visual inspections were performed on the returned device. The needle to cuff miss was observed as a cuff separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Returned device found a cuff separation.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a percutaneous transluminal angioplasty interventional procedure with a 6f sheath. Reportedly, cuff misses [suture retrieval issues] occurred with both devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.